Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3093-28, lot# va00gjz , implanted: (B)(6) 2012, product type: lead. Date of event is estimated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer¿s family regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. Patient reported having a lot anxiety about her upcoming schedule interstim replacement surgery because she bounces back and forth between her gynecologist and her urologist. Patient stated the interstim therapy has not been working and she is having to wear pads again and she is missing the interstim therapy. Patient also reported the healthcare provider (hcp) took an x-ray and told her that the leads were misplaced and needed to be replaced. Patient then got a message from another hcp letting her know that they now work with interstim therapy too. She was informed by this hcp that the leads were not out of place. She had replacement scheduled for nov with the hcp but she is hesitant about this because she was only planning to replace the battery and will test the lead and if she has to do something with the leads she will. She had a lot of lower back pain that shoots down her leg. She did know if it related to the interstim. She had done a lot of moving and stretching, she did not know if that caused the pain. Patient stated usually if its sciatica it goes all the way down to the foot but this pain goes from her back down to the outside of her knee. She was still experiencing this pain and it would stop her in her tracks. Patient asked if interstim can be causing this pain. Patient confirmed she has not had falls or trauma and was not doing excessive lifting. Patient stated she knows how excruciating it can be to replace the lead when getting it in the right place. She was told that during implant, the nerves are deadened and wondered if this is results of the interstim. Patient asked if interstim can cause nerve to die. Patient reported the reason she has a problem with her bladder is due to history of brain tumor. After she had brain surgery, she didn't even know she had to go to the bathroom and she also had weakness on the left side because of the brain tumor. There were no further complications that have been reported as a result of this event.